Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the information provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records from the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrected action is required at this time.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date - (B)(6) 2014; inratio - 2.9; lab > 90 (pt result - no inr provided). Therapeutic range: 2.0 - 3.0. Customer was not the individual who ran the test and was unable to provided information regarding technique. The customer provided information regarding technique. The customer provided serial numbers for two inratio meters because they were unsure of which meter was giving discrepant results. Patient was hospitalized on (B)(6) 2014 for a clot in his catheter. Upon admission , patient was administered 10 mg of intravenous vitamin k. Inr was tested in the lab on (B)(6) 2014; the result was a 2.4 (12:50 am) and 1.6 (9:46 am). After 1.6 reading, patient was discharged and allowed to undergo dialysis.